Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: (B)(6). Analysis was performed by a 3rd party service, where it stated they the device has no sound and needs to be replaced. No other informaiton was provided. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was faulty speaker. The device is out of warranty, provided information to the customer.

Event description:
Philips received a complaint on avalon fm20 fetal monitor indicating that the no sound from the fetal heartbeat. The device was reported to be in clinical use at time of event, no adverse event to the patient or user was reported.